Event description:
Reporter alleged blood glucose read 290 mg/dl back to back with a result of 89 mg/dl performed immediately afterwards. It was reported no actions taken, and no treatment was received as a result of the readings. Reporter stated being in the hospital for 7 days afterwards however was for a condition not related ot diabetes. A request was made for the return ofthe suspect device and replacement product was sent.